Manufacturer narrative:
Note: lake region lot number 01422617 which is cordis lot number 01422617 per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422617. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
A hospital in (B)(6) reported via our distributor that an rt131 infant breathing circuit did not pass the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
This report from (B)(4) pms enterprise (B)(4) indicated that the procedure was coil embolization assisted with an enterprise vrd system ((B)(4)) for treatment of an unruptured aneurysm in (ba) basilar artery-tip. The first adverse event (spasm -seizure) occurred 8 hours after the procedure. Phenytoin and phenobarbital were administered and the recovery was confirmed by the next day. The second adverse event (paralysis of right oculomotor) occurred the following day after the procedure. The symptom disappeared the next day. The physician considered the events were not related to the devices. The physician considered the spasm as unknown relationship to the procedure, because the symptom developed much later. Angiograms were performed to confirmed stent patency, and there were no problems or sings of thromboembolic stroke. The patient was antiplatelet medication that consisted of aspirin, clopidogrel sulfate, and argatroban. Prior to anticoagulation the act was 120 seconds and post anticoagulation it was 260 seconds. A total of 16 coils were placed at within the aneurysm 6 coils were cordis/codman ((B)(4) - qty 2 (lot 15173616), (B)(4) - qty 3 (lot 15162690), (B)(4) - qty 1 (lot 15145636), and 10 other coils non cordis/codman products (microplex 18, hydro coil, and ed 10). The paralysis was not caused by the coil mass, since there were no issues observed by MRI. A cd copy of the procedures was not available. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the stent was in a stable position as compared to position after placement. There was no indication of any conditions causing hypercoagulable state. The aneurysm measure at the neck was 11.1mm, neck to sac ratio was 11.1mm/ 13.9mm, and it was saccular. The vessel diameter distal #1 was 2.7mm and #2 was 2.9mm. No further information was available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that post index procedure this (B)(6) study patient experienced cerebral artery spasm and oculomotor nerve paralysis. This report from (B)(4) pms enterprise #(B)(4) indicated that the procedure was coil embolization assisted with an enterprise vrd system ((B)(4)) for treatment of an unruptured aneurysm in (ba) basilar artery-tip. The first adverse event (spasm -seizure) occurred 8 hours after the procedure. Phenytoin and phenobarbital were administered and the recovery was confirmed by the next day. The second adverse event (paralysis of right oculomotor) occurred the following day after the procedure. The symptom disappeared the next day. The physician considered the events were not related to the devices. The physician considered the spasm as unknown relationship to the procedure, because the symptom developed much later. Angiograms were performed to confirmed stent patency, and there were no problems or sings of thromboembolic stroke. The patient was antiplatelet medication that consisted of aspirin, clopidogrel sulfate, and argatroban. Prior to anticoagulation the act was 120 seconds and post anticoagulation it was 260 seconds. A total of 16 coils were placed at within the aneurysm 6 coils were cordis/codman ((B)(4) qty 2 (lot 15173616), (B)(4) qty 3 (lot 15162690), (B)(4) qty 1 (lot 15145636), and 10 other coils non cordis/codman products (microplex 18, hydro coil, and ed 10). The paralysis was not caused by the coil mass, since there were no issues observed by MRI. A cd copy of the procedures was not available. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the stent was in a stable position as compared to position after placement. There was no indication of any conditions causing hypercoagulable state. The aneurysm measure at the neck was 11.1mm, neck to sac ratio was 11.1mm/ 13.9mm, and it was saccular. The aneurysm location was at the bifurcation and it was difficult to tell proximal or distal. So we are representing it as distal #1 (the aneurysm's left vessel) and distal #2 (the right vessel) as a matter of convenience in this case, the left vessel is 2.7mm and the right vessel is 2.9mm. No further information was available. The stent remains implanted thus unavailable for analysis. Note: lake region lot number 01422617 which is cordis lot number 01422617. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422617. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral artery spasm and cns nerve symptoms are known potential adverse events associated with cerebral stent placement procedures. Implantation of medical devices is known to create irritability within the target vasculature leading to arterial spasm and associated ischemic symptoms, such as nerve paralysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. The physician considered the events not related to the device. The physician considered the spasm as unknown relationship to the procedure, because the symptom developed much later. The arterial spasm and oculomotor nerve paralysis resolved completely without sequelae. Review of the information suggests that vessel, lesion, patient and procedural issues may have contributed to the reported events.

Manufacturer narrative:
The aneurysm location was at the bifurcation and it was difficult to tell proximal or distal. So we are representing as distal #1 (the aneurysm's left vessel) and distal #2 (the right vessel) as a matter of convenience in this case, the left vessel is 2.7mm and the right vessel is 2.9mm. Additional information will be submitted within 30 days of receipt.

Event description:
This report from (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd system ((B)(4)) for treatment of an unruptured aneurysm in (ba) basilar artery-tip. The first adverse event (spasm -seizure) occurred 8 hours after the procedure. Phenytoin and phenobarbital were administered and the recovery was confirmed by the next day. The second adverse event (paralysis of right oculomotor) occurred the following day after the procedure. The symptom disappeared the next day. The physician considered the events were not related to the devices.